Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg battery performance appears to be well within expected life expectancy based on the lab testing at the defined settings above. The lack of complete pt programming info and usage prevents complete performance analysis of the ipg verses programs parameters. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2005. It was reported on (B)(6) 2008 that the pt had been charging her ipg every day, with the ipg then not holding the charge over 24 hours. The ipg was replaced with a different model on (B)(6) 2008. Follow-up on the pt found that no further issues have been reported. The explanted ipg was returned to ans for eval.